Manufacturer narrative:
PMA/510k : 19dec2019, date of report : 23dec2019. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was returned to the manufacturer for failure investigation (fi). It was determined that this customer complaint was caused by an out of specification airflow sensor u1. Replacement of u1 on the airflow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The customer was provided a part number for the air/oxygen (o2) sensor assembly. The customer reported that the issue was resolved and the ventilator was returned to serviced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator air flow reads zero baseline during preventive maintenance. There was no patient involvement.